Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and has emitted permanent beep tones (individual tones with no specific pattern and short interruptions). Technical services (ts) was consulted, noting the log files show over 600 magnet applications adding up to over one hour of magnet application time. Per ts, there were possibly even more magnet applications as the log file seems to be overwriting older data already. According to the field rep, they did not actively apply any magnet to the device. This was first reported on saturday, (B)(6) when the device had seven percent battery remaining and no bd alert. As of (B)(6), the device has shown a bd alert and is at eight percent remaining. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes this s-ICD exhibited a battery depletion error due to magnet detections. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not yet been returned to boston scientific, and as a result, laboratory analysis has not been conducted. The associated investigation determined this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the "cause traced to device design" conclusion code was selected based on analysis evidence which indicated the device was operating normally but had a bd error due to magnet detections. This situation has been deemed a design issue. Risk assessment: a risk review performed for the emblem s-ICD device confirmed that the event of device displays error message is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and has emitted permanent beep tones (individual tones with no specific pattern and short interruptions). Technical services (ts) was consulted, noting the log files show over 600 magnet applications adding up to over one hour of magnet application time. Per ts, there were possibly even more magnet applications as the log file seems to be overwriting older data already. According to the field rep, they did not actively apply any magnet to the device. This was first reported on saturday, january 17th when the device had seven percent battery remaining and no bd alert. As of january 19th, the device has shown a bd alert and is at eight percent remaining. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.